Event description:
It was reported that the right ventricular (rv) lead was extracted and replaced due to oversensing of noise and a rise in pacing impedance. There were no adverse health consequences, the patient was stable.